Event description:
Complainant alleged that the medics were attempting to pace the heart rhythm of a patient, but the device would not pace at any setting. The medics then obtained another device to successfully pace the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.